Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (306 mg/dl) and suspected cause was pump settings. Customer delivered a correction bolus to addressed elevated level. Customer declined further assistance from tandem technical support during follow up and reported that pump/supplies was not the cause. Customer declined further assistance from tandem technical support.